Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the left ventricular lead was found to be dislodged. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.